Event description:
Subsequent to the initial medwatch report, additional information indicates that there was no resistance felt during withdrawal of the guide wire. No additional information was provided.

Event description:
It was reported that during the procedure in the heavily calcified and heavily tortuous right coronary artery (rca) with possible thrombus, several unsuccessful attempts were made to advance and torque the .014 whisper ls guide wire to the distal segment of the vessel. A dissection was noted. During the attempt to withdraw the guide wire, the tip of the guide wire separated. The guide wire tip remains in the anatomy. The patient remained stable throughout the procedure and remained hospitalized for monitoring. Angioplasty is not possible due to the severe calcification. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque winn guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.